Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.

Event description:
It was reported that an alert/notification settings occurred. On (B)(6) 2024, while at an eye doctor¿s office, the patient had a seizure and then lost consciousness. The staff at the office called emergency medical service (ems). Once ems arrived, the patient with treated with IV ¿sugar fluids¿ and was transported to the emergency room (ER). The patient reported the cause of her serious injury was that her dexcom app was not alerting her to her hypoglycemic state. She stated, ¿sometimes it does work, but not always¿. At the ER, the patient¿s blood glucose meter was reading 45 mg/dl, but the patient could not recall her specific continuous glucose monitor value at this time. The patient was discharged at approximately 5 pm the same day. The patient was stable at the time of the report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.